Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving gablofen (2000 mcg/ml, 834.7 mcg/day) via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that the patient missed her refill; she was dropped while attempting to transport her to her refill appointment. The patient was taken to the hospital so was unable to get to her appointment on (B)(6) 2018. The empty pump alarm was occurring on (B)(6) 2018. The hcp was concerned that the patient was on a high dose but did not have any symptoms. She would fill the pump with preservative free normal saline and perform a dye study on the catheter to confirm its function. No further complications were reported.